Manufacturer narrative:
D4 data correction to device identifier product UDI.

Manufacturer narrative:
The device was sent to a philips authorized repair facility for evaluation. A philips bench repair technician (brt) evaluated the device and confirmed the speaker malfunction. The faulty speaker was replaced, and the device was returned to the customer site.

Event description:
It was reported the device indicates a speaker malfunction error. It is unknown if there was sound being emitted from the device. The device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.